Event description:
S/p bilateral subglandular inframammary 200cc h/s gels for augmentation. Pt reports they have decreased in size and indented slightly supermedially over the years, no history of trauma/pain. Pt thinks they are softer. Mammogram indicates bilateral rupture, right greater than left. Pt has developed systemic symptoms over the years which have been progressive and disabling. These include arthralgias (positive am stiffness right more than left)/myalgias, paresthesias, spasms, fatigue, sleep disturbance, frequent infections/neutropenia, hot flashes/sweats, headaches, visual changes, dizziness, memory loss, dry eyes, hair loss, rashes, oral sores, sensitivity to sun, sob, mitral valve prolapse, costochondritis, hypothyroidism, gi changes, weight gain and easy bruising. Pt is otherwise healthy.